Event description:
An angiodynamics executive district sales manager reported an issue with a 2.35mm eximo atherectomy catheter. The catheter was placed inside the patient using a 7fr terumo sheath and asahi gladius mongo wire. During withdrawal, it was reported that the catheter broke inside the patient. The catheter and guide wire were removed together from the patient. It was confirmed that nothing was retained inside the patient. The procedure was completed with another gw boston scientific thruway and 2.0mm auryon catheter. The length of the lesion was approximately 300 mm. A 2.0mm catheter was used to complete the procedure and the patient did not experience any adverse effects or harm because of this issue, the patient was sleeping.

Manufacturer narrative:
The sample presented an expected appearance per the description. The customer's reported complaint description of a broken catheter was confirmed. The root cause is likely excessive forces applied to the catheter during the procedure. The breaking point suggests an excessive torsional force that torn the fibers and the catheter's plastic parts. The additional deformations and tears in the shrink also suggest that extreme forces were applied during the procedure, and once withdrawing, the damages were observed. A review of the device history records (service order history) was performed for the reported packaging lot number 59407 for any deviations related to the reported failure mode of the complaint. The review confirms that the lot met all packaging performance specifications; i.e. No ncr written. Labeling review: instructions for use (ifu0100) is provided with the catheter device and contain the following statements: warnings: pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: do not to exceed 10 seconds of lasing at the same location. If you experience any difficulty to advance the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, you should release the foot switch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming 10 seconds count down . If the auryon catheter is still not advancing with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch . Ask the laser operator to raise the fluence to the 60mj/mm2. Activate the laser and try again to advance the auryon catheter through the lesion . If the auryon catheter cannot be advanced, resume the self-count-down to 10 seconds . If the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. A review of the angiodynamics complaints system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).